Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4).

Event description:
It was reported that this patient presented to the emergency room as he could feel pacing therapy. The patient was admitted to the hospital and antibiotics were administered. Device interrogation identified the device had reverted to safety mode. A boston scientific technical services consultant informed the caller that the device needs to be replaced as soon as possible. The device was explanted and replace. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Memory review identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.